Manufacturer narrative:
Us customer contacted cepheid to discuss a patients results for xpert xpress sars-cov-2/flu/rsv tested on the genexpert instrument. Customer collected sample 1 patient 1 on (B)(6) 2021 , which was tested on xpert xpress sars-cov-2/flu/rsv. Results were returned as sars-cov-2 positive; flu a negative; flu b negative; rsv negative and reported to the physician. Sample 1 retest 1 was collected on (B)(6) 2021, which was tested on xpert xpress sars-cov-2/flu/rsv which resulted in sars-cov-2 negative; flu a negative; flu b negative; rsv negative and reported to the physician. Sample 1 retest 2 was collected on (B)(6) 2021, which was tested with biofire respiratory panel 2.1 which resulted in no virus detected. This result was reported to the physician. Root cause is target/s near limit of detection or near cut-off. There is no evidence of product malfunction and no report of patient harm. False positive results for sars-cov-2/flu/rsv could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of xpert xpress sars-cov-2/flu/rsv eua IFU; positive results are indicative of the presence of sars-cov-2; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Note for device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2/flu/rsv test and the unavailability of that product lot to be returned to cepheid.

Event description:
"Us customer contacted cepheid to discuss a patients results for xpert xpress sars-cov-2/flu/rsv tested on the genexpert instrument. Customer collected sample 1 patient 1 on (B)(6) 2021, which was tested on xpert xpress sars-cov-2/flu/rsv. Results were returned as sars-cov-2 positive; flu a negative; flu b negative; rsv negative and reported to the physician. Sample 1 retest 1 was collected on (B)(6) 2021, which was tested on xpert xpress sars-cov-2/flu/rsv which resulted in sars-cov-2 negative; flu a negative; flu b negative; rsv negative and reported to the physician. Sample 1 retest 2 was collected on (B)(6) 2021, which was tested with biofire respiratory panel 2.1 which resulted in no virus detected. This result was reported to the physician. Review of data provided by the customer showed no evidence of product malfunction and there was no reported patient harm."